Manufacturer narrative:
(B)(4). The reported complaint was confirmed. Per fsr, the batteries had not been charged for several months and only once since the last pm in (B)(6) 2017. He replaced the batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. The batteries measured 5.3 and 5.1 volts direct current (vdc) upon receipt (non-typical). Conductance measurements were not available due to the low voltage. The extremely low voltage readings are consistent with batteries that have not been maintained with the recommended charging methods. The manufacturer's clinical specialist has reached out to the user facility with guidance on proper battery maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the unit would not run on battery power. There was no patient involvement.